Manufacturer narrative:
Baxter's quality assurance dept has reviewed proper procedures with the home pt, in addition to referring them to their nurse for local procedures.

Event description:
A home patient's wife contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during fill 3 of his automated peritoneal dialysis therapy. The spouse stated the pt had tripped over the lines during therapy and became disconnected. The wife immediately reconnected and rec'd the 2240. She then called baxter, as well as the pd rn. Reportedly, baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed manually. No patient injury or medical intervention was associated with this incident per the home patient's wife.